Manufacturer narrative:
Device passed the displacement test and self test. No unexpected pump error 54 alarms noted during testing however, the formatted history file confirmed pump error 54 (line number 1421 file number 32122) alarm due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for unknown reason on an unknown date and insulin pump had pump error. The customer¿s blood glucose level was 15.7 mmol/l. The customer reported that the insulin pump had pump error and was able to clear the alarm. The customer was advised to stop using and revert to back up plan. The insulin pump will be returned for analysis.